Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial#: (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient felt an electrical shock, ¿little zingers¿ at the pump catheter port connection. The patient felt like her pump stopped working. The patient had been doing really well with the pump and had relief within 5 minutes after giving herself a bolus. The morning of the date of this report the patient gave herself a bolus and there was no response. It was noted the patient was not sleeping well the night prior to the date of this report due to the pain. The pump was just filled on (B)(6) 2015 and everything was fine. The only change in the patient¿s medication was a 10% increase in her normal dose. The patient did not hear an audible alarm. The patient had an appointment with the pain clinic later on the date of the report. The drugs being delivered via the device system were bupivacaine and morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that the patient's pump was clogged; it all happened after a routine medication fill. The patient was seen on (B)(6) 2015, and the pump clog was cleared under fluoroscopy with a syringe and fluid. Since the procedure, it worked great, and the patient's concerns were resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer regarding the delivery of marcaine and morphine in a pain pump for non-malignant pain. The dose and concentrations were unknown. The patient was seen for a dye study on (B)(6) 2015 to check the pump/catheter because it was unknown what was causing the issue. The healthcare provider (hcp) was unable to aspirate the catheter. The hcp conferred with the manufacturer representative and they decided to "put something through. The hcp put "something through" and then was able to aspirate spinal fluid after. The patient had been fine ever since. The nurse at the hcps office told the patient she was the only one with this problem. No further actions were taken following the resolution of the "pump clog."